Event description:
A 5.5 inr with protime system vs. A 4.4 inr with unspecified lab system. Patient therapeutic inr range- 2.0 - 3.0. No report of adverse event, serious injury, or intervention.

Manufacturer narrative:
(B)(4). This MDR is submitted based upon a retrospective review of complaint reports from 2007-2008, in light of revised itc MDR evaluation procedures.